Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a one time impedance rise on the right ventricular (rv) lead. It was further reported there was a one time rise in impedance and the impedance is now high on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.